Manufacturer narrative:
The investigation of high purge pressure has been completed. The impella device was not returned for evaluation. The data logs confirm high purge pressure alarms. The logs show a shift in motor current and placement signal coinciding with a drop in pump flows. After this, there is a 12 minute rise in purge pressure until high purge pressure alarm is triggered. Clinical mentions tissue plasminogen activator (tpa) was added and logs show purge pressure values returned to normal after about 4-5 hours. The root cause of the high purge pressure was most likely biomaterial build up as evidenced by the gradual rise in purge pressure after motor current and placement shift.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella rp with smartassist system: section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported the patient was on impella rp support and after the implant, there was high purge pressure observed. The purge cassette was replaced with no avail. Tissue plasma activator was added to the purge. Support continued until care was withdrawn and the patient expired. The relationship between the impella and cause of death is unknown.